Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the cinchlock flex was over driven by the surgeon when hammering the green inserter to push in the anchor. This caused a bend in the tip of the inserter. After pressing the green button to fix the anchor and then pulling to remove the inserter there was a small metal wire remaining in the joint/anchor. Surgeon was able to remove the metal wire without any issues. Surgical delay of 5 minutes to remove the metal wire. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was/ confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip deformation/pull wire breakage. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by user. Gtin: (B)(4).

Event description:
It was reported that the cinchlock flex was over driven by the surgeon when hammering the green inserter to push in the anchor. This caused a bend in the tip of the inserter. After pressing the green button to fix the anchor and then pulling to remove the inserter there was a small metal wire remaining in the joint/anchor. Surgeon was able to remove the metal wire without any issues. Surgical delay of 5 minutes to remove the metal wire. No adverse consequences were reported and the procedure was completed successfully.